Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: "IV cisplatin tubing was placed in the pump. Dripping was noted from the bottom of the pump onto the floor. The roller clamp was applied to the tubing. The tubing was removed from pump and a chemotherapy drug squirted from the tubing onto the pillow and patient's hand."